Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was fractured and had high/undefined pacing impedance. The lead was capped and remains in the patient. No patient complications have been reported as a result of this event.